Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 11:00 am due to inconsistent low readings from the prodigy meter. The end user was continually receiving low blood glucose readings and experienced dizziness, was light headed and felt like he was going to pass out. The parmedics were called and his blood glucose at the time of the event was 96 mg/dl. The end user performed one additional blood test and the result was 119mg/dl prior to the paramedics arriving. Several attempts were made to gather additional information in regards to the medical event. No further information could be obtained.